Event description:
It was reported that a caregiver observed the ilet user experiencing repeated low glucose episodes, with unintentional meal announcements likely triggered by accidental button presses on the user interface, which led to unexpected insulin dosing. Oral glucose and juice were administered, limited access was enabled to prevent accidental inputs, and monitoring continued. Symptoms included hypoglycemia with blood glucose value reaching below 40 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication and interviews with the caregiver and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem identified, and an improper or incorrect procedure or method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.